Event description:
It was reported that the patient's stomach would "jump" when the device was interrogated. The patient states that the sensation occurs "every so often". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.